Event description:
Medtronic received a report that a pipeline stent encountered resistance in a phenom 27 microcatheter and was slightly deformed and frayed and another pipeline was floating/crimped. The patient was undergoing treatment of an internal carotid artery (ica) c5 segment (bouthillier classification) aneurysm with a max diameter of 9 mm and a 7 mm neck diameter. The product was not used in an infected patient it was reported that the pipeline was placed for an aneurysm in ic c3. The first used pipeline (ped2-500-35) was placed from c1. It was determined that the pipeline proximal was floating, so it was used to add the product. The phenom 27 catheter was induced to distal, and there was a strong resistance during induction of the second pipeline (ped2-500-18), so it was stuck in the phenom 27 catheter at the shaft center. It was noted that this pipeline was slightly deformed and frayed. The microcatheter was collected externally. Another one was attempted to be opened, but when angiogram was performed before that, the pipeline proximal end was crimped (ped2-500-35), so the procedure was completed without additional placement. It was noted that the pipeline was not intentionally crimped but it might have been caused by a slight reduction when phenom27 and dac (sofia select 5f) were passed through the stent. It was unknown if the microcatheter was retracted to eliminate the slack in the microcatheter in order to resolve the resistance. The catheter and the delivery pusher were not damaged. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was recovered with no problems. After placement of ped500-35, the procedure was completed with pta. No patient symptoms or complications were reported. The allegation of "proximal was floating was clarified to mean not crimped to vessel wall. No additional pipeline failed to open. There was no poor opening. The pipeline was placed in a bend. A balloon was used to increase wall apposition. The pipeline lot b785179 was used in this event. It was able to be crimped to vessel wall. Ancillary devices: shouryu7x7 balloon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.